Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic bilateral salpingectomies with removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Diagnostic results: on an unknown date patient had a hsg test performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ left side') in a 31-year-old female patient who had essure (batch no. E13071, e36579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, acne, renal disease, uti, seasonal allergy, dysplasia, urinary tract disorder and grand multiparity. Patient negatives include abdominal pain, chills, fever and urinary difficulty, abnormal bleeding. Blisters, bumps, lesions, odor, post coital bleeding, urinary symptoms of dysuria, urinary frequency and urinary hesitancy and warts sexually. Concurrent conditions included herpes nos, vaginal itching, vaginal discharge, vaginal burning sensation, vulval itching, blisters, mass, vaginal irritation, yeast vaginitis, bacterial vaginosis, generalised macular rash, vulvodynia, vaginal pain, frustration, acute vaginitis, drug allergy and nickel sensitivity. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced vulvovaginal inflammation ("vaginal inflammation"), vulvovaginal mycotic infection ("yeast infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2017, the patient experienced furuncle ("boils") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced ovarian cyst ("cyst on ovaries."). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with cefalexin (keflex), fluconazole, fluconazole (diflucan), ibuprofen (motrin), metronidazole (flagyl), terconazole and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea, vaginal haemorrhage, anxiety, depression, menorrhagia, vulvovaginal inflammation, vulvovaginal mycotic infection, female sexual dysfunction, furuncle, dyspareunia, alopecia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, furuncle, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal inflammation and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Insertion details- right- 1 coil and left -2 coils protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: everything looked good.. Diagnostic results: on an unknown date patient had a hsg test performed. Lot number: e13071= expiration date: 28jul2018 manufacturing date:13-jul-2015 lot number e36579 = expiration date: 28oct2018 manufacturing date:19-oct-2015. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, fungal infection, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ left side") in a 31-year-old female patient who had essure (batch no. E13071, e36579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, acne, renal disease, uti, seasonal allergy, dysplasia, urinary tract disorder and grand multiparity. Patient negatives include abdominal pain, chills, fever and urinary difficulty, abnormal bleeding. Blisters, bumps, lesions, odor, post coital bleeding, urinary symptoms of dysuria, urinary frequency and urinary hesitancy and warts sexually. Concurrent conditions included herpes nos, vaginal itching, vaginal discharge, vaginal burning sensation, vulval itching, blisters, mass, vaginal irritation, yeast vaginitis, bacterial vaginosis, generalised macular rash, vulvodynia, vaginal pain, frustration, acute vaginitis, drug allergy and nickel sensitivity. On (B)(6)2017, the patient had essure inserted. On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In july 2017, the patient experienced vulvovaginal inflammation ("vaginal inflammation"), vulvovaginal mycotic infection ("yeast infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In august 2017, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In november 2017, the patient experienced furuncle ("boils") and alopecia ("hair loss"). In february 2018, the patient experienced ovarian cyst ("cyst on ovaries."). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with cefalexin (keflex), fluconazole, fluconazole (diflucan), ibuprofen (motrin), metronidazole (flagyl), terconazole and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)-2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea, vaginal haemorrhage, anxiety, depression, menorrhagia, vulvovaginal inflammation, vulvovaginal mycotic infection, female sexual dysfunction, furuncle, dyspareunia, alopecia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, furuncle, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal inflammation and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Insertion details- right- 1 coil and left -2 coils protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2017: everything looked good. Diagnostic results: on an unknown date patient had a hsg test performed. Lot number: e13071= expiration date: 28jul2018 lot number e36579 = expiration date: 28oct2018 concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, fungal infection, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs + mr received- lot number were added. New events abnormal bleeding (vaginal), vaginal inflammation, yeast infection, apareunia (inability to have sexual intercourse), boils, dyspareunia (painful sexual intercourse), hair loss, cyst on ovaries, abdominal pain were added. Outcome of pelvic pain updated to recovered / resolved. New reporter, patient information, medical history, treatment drugs and lab data were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic bilateral salpingectomies with removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Diagnostic results: on an unknown date patient had a hsg test performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('her right one according to image actually looks fragmented slighly') and pelvic pain ('pelvic pain/ pain/ left side') in a 31-year-old female patient who had essure (batch no. E13071, e36579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, acne, renal disease, uti, seasonal allergy, dysplasia, urinary tract disorder and grand multiparity. Patient negatives include abdominal pain, chills, fever and urinary difficulty, abnormal bleeding. Blisters, bumps, lesions, odor, post coital bleeding, urinary symptoms of dysuria, urinary frequency and urinary hesitancy and warts sexually. Concurrent conditions included herpes nos, vaginal itching, vaginal discharge, vaginal burning sensation, vulval itching, blisters, mass, vaginal irritation, yeast vaginitis, bacterial vaginosis, generalised macular rash, vulvodynia, vaginal pain, frustration, acute vaginitis, drug allergy and nickel sensitivity. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced vulvovaginal inflammation ("vaginal inflammation"), vulvovaginal mycotic infection ("yeast infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2017, the patient experienced furuncle ("boils") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced ovarian cyst ("cyst on ovaries."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with cefalexin (keflex), fluconazole, fluconazole (diflucan), ibuprofen (motrin), metronidazole (flagyl), terconazole and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dysmenorrhoea, vaginal haemorrhage, anxiety, depression, menorrhagia, vulvovaginal inflammation, vulvovaginal mycotic infection, female sexual dysfunction, furuncle, dyspareunia, alopecia and ovarian cyst outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, furuncle, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal inflammation and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Insertion details- right- 1 coil and left -2 coils protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: everything looked good. Diagnostic results: on an unknown date patient had a hsg test performed. Lot number: e13071= expiration date: 28jul2018, manufacturing date:13-jul-2015. Lot number e36579 = expiration date: 28oct2018, manufacturing date:19-oct-2015. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, fungal infection, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received "her right one according to image actually looks fragmented slightly" was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('her right one according to image actually looks fragmented slightly') and pelvic pain ('pelvic pain/ pain/ left side') in a 31-year-old female patient who had essure (batch no. E13071, e36579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, acne, renal disease, uti, seasonal allergy, dysplasia, urinary tract disorder and grand multiparity. Patient negatives include abdominal pain, chills, fever and urinary difficulty, abnormal bleeding. Blisters, bumps, lesions, odor, post coital bleeding, urinary symptoms of dysuria, urinary frequency and urinary hesitancy and warts sexually. Concurrent conditions included herpes nos, vaginal itching, vaginal discharge, vaginal burning sensation, vulval itching, blisters, mass, vaginal irritation, yeast vaginitis, bacterial vaginosis, generalised macular rash, vulvodynia, vaginal pain, frustration, acute vaginitis, drug allergy and nickel sensitivity. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced vulvovaginal inflammation ("vaginal inflammation"), vulvovaginal mycotic infection ("yeast infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2017, the patient experienced furuncle ("boils") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced ovarian cyst ("cyst on ovaries."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with cefalexin (keflex), fluconazole, fluconazole (diflucan), ibuprofen (motrin), metronidazole (flagyl), terconazole and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dysmenorrhoea, vaginal haemorrhage, anxiety, depression, menorrhagia, vulvovaginal inflammation, vulvovaginal mycotic infection, female sexual dysfunction, furuncle, dyspareunia, alopecia and ovarian cyst outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, furuncle, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal inflammation and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Insertion details- right- 1 coil and left -2 coils protruding from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: everything looked good. Diagnostic results: on an unknown date patient had a hsg test performed. Lot number: e13071= expiration date: 28jul2018 manufacturing date:13-jul-2015. Lot number e36579 = expiration date: 28oct2018 manufacturing date:19-oct-2015. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, fungal infection, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.